Event description:
The customer reports a broken wire on the interconnect cable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found frayed a wire on the interconnect, and a worn plug on the power cable. He removed and replaced the cables. He tested it by connecting the system and powering up and fluoring. No breaks or frayed places in the new cables, and the system is working as intended.